Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was not resolved. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test. Unit failed self-test. Unit received with buttons responding intermittently. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool revealed multiple stuck key alarms were found on (B)(6) 2024 until (B)(6) 2024. On (B)(6) 2024 it recorded ten from 12:42:12 until 19:40:19. On (B)(6) 2024 it revealed multiple stuck key alarm from 00:16:55 until 23:45:27. On (B)(6) 2024 it revealed a total of twenty-nine stuck key alarms from 00:01:56 until 07:59:25. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Peeled keypad overlay and found corroded lcd flex board on pcba1, corroded keypad traces and corroded u1 on keypad were noted. The following were noted during visual inspection: corroded keypad trace, minor cracked lcd window, scratched case and pillowing keypad overlay. In conclusion, customer concern for stuck button alarms were confirmed in the history file due to corroded keypad trace. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.